Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported, the patient came into the office on the day of report with groups/programs, but when the manufacturer representative (rep) went to interrogate the device and reprogram, he found that there were no groups/programs available. It was noted they were using the "aar card" and there were no warnings/alerts that came on screen. It was reported that nothing stood out as abnormal to the rep. It was logged that there was no reconfiguring of the leads and they were unsure of why this occurred so the rep was going to reprogram the implant. Additional information reported there were no malfunctions seen, new programs were created, and the patient was doing fine at the time of report.